Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.  Initial reporter facility name: (B)(6) hospital. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure performed in the bile duct. The exact event date was not reported. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the stent detached in the duodenum. The detached stent was removed using a snare and the procedure was successfully completed with another flexima plus biliary stent. There were no serious injury or adverse patient effects as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure performed in the bile duct. The exact event date was not reported. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the stent detached in the duodenum. The detached stent was removed using a snare and the procedure was successfully completed with another flexima plus biliary stent. There were no serious injury or adverse patient effects as a result of this event. Additional information received as of february 15, 2019 and on february 17, 2019. On february 15, 2019, clarified event information was received confirming that the stent did not break. By 'stent got detached', the complainant clarified that the touchy borst of the flexima plus became detached, resulting in premature deployment of the stent. The prematurely deployed stent was removed using a snare.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Block e1: initial reporter facility name: (B)(6). Block f10: problem code captures the reportable event of stent broken. Block h10: a visual evaluation of the returned device found no anomalies or damage to the device. The touhy borst was unthreaded, but it is not broken; consequently, not confirming the reported issue of touhy borst break. Additionally, the reported issue of "stent premature deployment" could not be visually/functionally verified, also the stent returned unloaded from the delivery system and the guide catheter was retracted until deployment marks, indicating that the stent was deployed during procedure; consequently, not confirming the reported issue of "stent premature deployment". During functional inspection the guide catheter was pushed to its original position and the stent was manually loaded, then the guide catheter was fully retracted again and the stent deployed without any issues. Therefore, 'no problem detected' is selected as the most probable root cause of this complaint. A review of the device history record (DHR) confirmed that the accepted device met all manufacturing specifications.